Manufacturer narrative:
The fse site visit determined that there was no trouble found with the system. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that an unspecified bi-polar instrument auto fired without the surgeon activating th e foot pedal. As a result, the patient sustained a serosal burn injury to the bowel that was over-sewn by the surgeon. However, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, an unspecified bi-polar instrument auto fired without the surgeon activating the foot pedal and the patient experienced a burn to the bowel. On (B)(6) 2018, intuitive surgical, inc. (Isi) obtained additional information from the initial reporter; the initial reporter stated that she was not present during the procedure; however, she was informed of the incident. It was further stated that the surgeon had not activated the foot pedal; however, the bi-polar instrument auto fired. As a result, it was alleged that that the surgeon observed a thermal burn to the patient¿s bowel. The reporter did not have any description on the burn, however, she did state that the surgeon repaired the burn injury by over-sewing the bowel defect. The following was confirmed: the bi-polar cord was connected to the bi-polar outlet and staff did not witness a "spark" or "flash" when the event occurred. The instruments are always inspected prior to use and that the instruments did not collide. She was not sure if there¿s a video recording of the procedure. As per the reporter, the planned surgical procedure was completed robotically. According to the reporter, no post-operative complications have been reported to her knowledge. The reporter could not provide any details regarding the bi-polar instrument that allegedly auto fired. An isi field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has been completed. The fse performed a sine cycle test, checked the pedal output and test drove the system. The fse also reviewed error logs but did not find any errors pertaining to the issue. The fse¿s investigation did not find any trouble with the system.